Manufacturer narrative:
Corrections - b4 date of this report added, b5: updated the product was not returned for evaluation, d3 manufacturer address and email address, g1: contact office and manufacturer site, g6 type of report, h6 method. Additional information - h4: device manufacture date, h6: investigation type, findings, and conclusions, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that the patient is complaining of wearing the orthopak unit 1 hour at a time and experiencing pain with her treatment. The patient stated that she had pain once a month ago. The patient stated that she changes the electrodes and the pain went away. She has not experienced any pain since then. The patient requested additional electrodes. New 72r electrodes were shipped to the patient. The orthopak device was not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient is complaining of wearing the orthopak unit 1 hour at a time and experiencing pain with her treatment. The patient stated that she had pain once a month ago. The patient stated that she changes the electrodes and the pain went away. She has not experienced any pain since then. The patient requested additional electrodes. New 72r electrodes were shipped to the patient.